Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that during a routine follow-up visit the right ventricular (rv) lead exhibited high impedance and noise during provocation testing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.